Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle detached from the suture right out from the packet. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The returned sample was found to be out of specification. The evaluation found a clip off defect.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.